Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks that resulted in rhythm acceleration. The device remains in service. No adverse patient effects were reported.